Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2006, the plaintiff was implanted with an ams apogee system, with the intention of treating the pt for pelvic organ prolapse and stress urinary incontinence. It was alleged that the plaintiff experienced serious bodily injuries, including, but not limited to, pain, mesh contraction and other injuries. The plaintiff has experienced mental and physical pain and suffering and has sustain permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.